Event description:
The patient stated that her v-go fell off, on a 3 different occasions and the patient just recalled the last incident as 11/13/19. Patient stated she applied the v-go at 7:00 am and the device fell off at 1:00 pm after 6 hours, device was applied on the abdomen. Patient stated that she discarded all the v-go. In question.